Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a severely tortuous and calcified lesion located in the distal lad exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. Excessive force was not used during delivery. It was reported that a stent was put in the blood vessel and it was hard to move. The stent was removed and the sprinter legend balloon was found to be broken. It was informed that the balloon failed to cross the lesion. No patient injury reported. This event was caused by a lesion, not related to the stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.